Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery in january') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery in january') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. The reporter commented: patient was started on low dose of cymbalta and that made a difference. However patient maxed out on dosage after 2 years at the time of report. Concerning the injuries reported in this case, the following one/ones were reported via social media: joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event joint pain, treatment medication cymbalta and reporter causality comment were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery in (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. The reporter commented: patient was started on low dose of cymbalta and that made a difference. However patient maxed out on dosage after 2 years at the time of report. Concerning the injuries reported in this case, the following one/ones were reported via social media: joint pain. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.